Event description:
It was reported that the ftp indigo foam tip plunger was overriding and tearing cc4202bf collamer single piece lenses upon insertion. The foam tip of the plunger was tearing. There was no patient contact or injury with any of the products.